Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The customer states pump alarmed motor error during pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis. No further details are given.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Unable to confirm motor position encoder error alarm due to overwritten history file.